Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, non-dehp solution set would not flow. During a 10% dextrose (at a rate of 9ml/hour) infusion via a baxter pump, the tubing appeared "flattened in the pump channel". This caused the pump to alarm downstream occlusion "at least 20 times". The tubing had been in use less than 24 hours. This event occurred in the neonatal ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph the tubing appeared crushed; however, it is not possible to observe the no flow issue. Due to the nature of the provided sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.